Manufacturer narrative:
(B)(4). The device will not be returned to the manufacturer. Therefore it will not be analyzed. Reserve sample from the same lot was evaluated and the reported event was unconfirmed. Testing was performed under standardized conditions and the sample tested showed no abnormal behavior. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the consolidation time of the cement was too short. The cement solidified before the injection. The surgeon had to prepare a second dose. The customer precises that this lot is used for some time, the same method is used and the condition of use did not change.

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the consolidation time of the cement was too short. The cement solidified before the injection. The surgeon had to prepare a second dose.the customer precises that this lot is used for some time, the same method is used and the condition of use did not change. The same problem occured with another patient. This second occurence of the problem is reported in the customer complaint (B)(4).